Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2366700; model: sc-2366-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation due to the patients left lead migrated which was confirmed through x-ray. It was also reported that the right lead had high impedances. Reprogramming was done however unsuccessful. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.